Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on 2008. The lens was explanted approximately 14 days later due to inadequate vaulting. The lens was exchanged using a longer lens.